Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that a temporary communication failure likely occurred due to the twisting of the cable, resulting in an error coding e216 and a failure to show images. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Be careful not to scratch the camera cable with sharp objects. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. In addition, care should be taken not to apply forceful force to the camera cable during the attachment/detachment of sterile camera drapes or wiping with gauze. Doing so can break the camera cable¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. However, cable torsion and head main body wear were noted. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head is unable to display image and an e216 error was noted. The event occurred during procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.